Event description:
Info received on 10/25/97 indicates surgical f/u was obtained from 111 700cx pts and 152 700 ultrex pts. Of the 111 700 cx pts, 10 suffered device failure because of mechanical problems. Eight of these pts underwent reoperation at which time device inspection revealed 1 pump malposition, 1 reservoir leak, 1 reservoir erosion and 5 cylinder failures-2 crossover and 3 aneurysms/leaks. Remaining 2 pts currently awaiting device revision. Of the 152 ultrex devices, a total of 26 failed because of 27 mechanical problems-1 device leaked at pump and cylinder. Presently 19 devices have been revised with intraoperative inspection revealing 1 pump leak, 2 tubing leaks, 4 reservoir leaks, and 13 cylinder failures-3 caused by cross-overs, 1 s-shaped deformity, and 9 aneurysms/leaks. Seven pts with mechanical currently await revision.